Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections or contact a healthcare provider for backup therapy and received instructions for handling the pump and replacement procedures. Technical support arranged to send a pump with updated software and confirmed delivery details. The problematic pump was to be returned within 10 days, and the customer acknowledged all instructions provided.